Event description:
It was reported to resmed that an airfit20 full face mask was making a strange noise, the magnet clip of the mask had broke and the mask slipped off of the patient's face. Subsequently, the patient expired.

Manufacturer narrative:
Resmed has requested return of the device so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
Resmed has requested return of the device so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an airfit20 full face mask was making a strange noise, the magnet clip of the mask had broke and the mask slipped off of the patient's face. Subsequently, the patient expired.